Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 8 years. The reason for explant has not been provided, despite multiple attempts with the healthcare provider.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibited cut out in the tissue at all three leaflets. The sections missing, possibly for pathology testing, measured to an approximate average of 3-4 mm at the free margin by 12-15 mm into the cusp area. The valve exhibited heavy calcification in the cusp area of leaflet 3, and moderate in the cusp area leaflets 1 and 2. At the free margins, calcification was moderate in all three leaflets. Calcification was also evident in the x-ray. Heavy host tissue overgrowth was evident onto leaflet 3 at the outflow aspect. At the remaining tissue outflow, host tissue overgrowth was minimal to moderate as it encroached into the orifice by 4mm. Host tissue overgrowth fused the free margins of leaflet 3 with adjacent leaflets 1 and 2 by approximately 4mm at opposite commissures. Host tissue was moderate at the stent inflow and stent outflow. Method: x-ray. Although additional attempts were made, the healthcare provider was unwilling to release any patient medical records. Device evaluation confirms the reason for device failure as calcification as well as moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency or product malfunction that may have caused or contributed to the event.

Manufacturer narrative:
The healthcare provider declined to release any additional information and/or event details, despite multiple requests and follow-up attempts by edwards. The explanted device is expected to be returned and evaluated, however it has not yet been received. Without additional information and/or device evaluation, the reason for explant of this device remains unknown. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information will be reported once received.